Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump from a charging pad, resulting in a cracked screen and inability to press buttons, and a replacement pump was provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health. Investigation included customer service assessment and logistical follow-up on replacement and return. Investigation of this case revealed external physical damage consistent with user handling, with failure limited to the user interface due to a cracked display or housing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.